Event description:
It was reported that the patient's lead integrity alert triggered. There was a suspected conductor fracture of the right ventricular lead that was exhibited by oversensing. The device detections were programmed off by the clinic. Records indicate that the lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A review of the save to disk found lead integrity alert (lia) triggered. Programmer data shows a lead integrity alert on (B)(6) 2011. Oversensing, ventricular non-sustained tachycardia (nst) less than equal to 210 ms average v-cycle between (B)(6) 2011. Interference/noise, ventricular short interval count (v-sic) equal to 888.3 counts avg/day, in 3.6 days, between (B)(6) 2011.